Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having to charge too often and that the ins was not holding a charge very well. Follow-up was conducted. No patient complications/ symptoms were reported.